Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual and microscopic examination of the returned device found the inner sheath detached. No other issues with the delivery system were noted. The reported event of stent partially deployed could not be confirmed; the stent was not returned. Taking all available information into consideration, the investigation concluded that the observed failure of inner sheath detached was likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the detachment of the inner sheath. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on november 01, 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the second flange was unable to deploy. The physician attempted to deploy the second flange several times but was unsuccessful. The stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the second flange was unable to deploy. The physician attempted to deploy the second flange several times but was unsuccessful. The stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.